Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A part of the neck of the abg shaft broke apart.

Manufacturer narrative:
An event regarding disassociation involving an metal head was reported. The event was confirmed for disassociation. Device evaluation and results: the material analysis report concluded. "Damage consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock was observed on the stem and head. The neck fractured in fatigue. The wear mechanism observed likely aided in the neck fracture. Eds showed the stem was consistent with astm f1813 alloy. No material or manufacturing defects were observed on the surfaces examined". Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: based on the information provided a mar concluded that "damage consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock was observed on the stem and head. The neck fractured in fatigue. The wear mechanism observed likely aided in the neck fracture. Eds showed the stem was consistent with astm f1813 alloy. No material or manufacturing defects were observed on the surfaces examined". No further investigation is possible at this time. If devices details and / or additional information become available, this investigation will be reopened.

Event description:
A part of the neck of the abg shaft broke apart and the head disassociated from the stem.